Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient had received peribulbar anesthetic in preparation for surgery. While the machine was being set up, the cassette failed to prime. They changed the cassette three times, but the system still did not prime. The surgery was cancelled. The patient had blood pressure issues. The patient was administered medication and the blood pressure was controlled within approximately 15 minutes. Additional information received, indicated that the surgery was rescheduled, and was performed on (B)(6) 2011 without issue. The report indicates that there was no harm to the patient.